Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user slipped on ice and the ilet screen cracked, after which the user could not view blood glucose on the device but otherwise felt normal; a replacement ilet was shipped and the original was later returned. Symptoms included no reported injury or adverse physiological effects. Outcomes included temporary loss of display functionality without alerts or alarms and continued use of the cgm via phone or receiver until the replacement arrived. Investigation included review of the event description and device return logistics. Investigation of this device revealed damage consistent with external physical impact to the display component, with no indication of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop or impact.